Event description:
The user facility reported that during an endoscopic polypectomy procedure, the user successfully placed the loop over a polyp and tightened it using a ligating device (poly loop); however, could not release the loop from the ligating device. Then the user reportedly tried to cut and remove the loop from the ligating device with the subject device, but the device did not work. The patient reportedly had to spend a considerable length of time in the procedure room on the bed while the user tried to release the loop with unspecified means, however, no patient injury was reported.

Manufacturer narrative:
Olympus medical systems corp.(omsc) performed a MDR retrospective review and found that this supplemental report is required. The subject device was returned for evaluation. We checked operation and sharpness, and confirmed that the device satisfied product standards. Considering this evaluation result and the past cases, we assumed that the loop got caught in the blade since the loop was not positioned on both edges of the loop hanger as plumb as possible for the blade. The subject device's instruction manual already states; do not try to cut the loop that is not positioned on both edges of the loop hanger as plumb as possible for the blade. It may make cutting the loop impossible, or result in the loop getting caught in the distal end of the instrument, which could make it difficult or impossible to remove from the patient. This report is being submitted as a medical device report in an abundance of caution.

Manufacturer narrative:
Olympus medical systems (omsc) followed up with the user facility to obtain more detailed information, but with no result. The subject device was not returned to omsc for evaluation at present and omsc could not confirm the phenomenon. Omsc reviewed the manufacturing records of the subject device and confirmed that there was no irregularity. The fs-5u-1 instruction manual already states; warnings: do not try to cut the loop that is not positioned on both edges of the loop hanger as plumb as possible for the blade. It may make cutting the loop impossible, or result in the loop getting caught in the distal end of the instrument, which could make it difficult or impossible to remove from the patient. In this case, use pliers to cut the insertion portion of the instrument where it extends from the biopsy valve of the endoscope. Remove the endoscope from the body, then reinsert the endoscope, and cut the loop with a spare loop cutter. This report is being submitted as a medical device report in an abundance of caution.